Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and non-boston scientific right ventricular (rv) lead exhibited high pacing impedance measurements of greater than 2000 ohms. The patient was brought to their clinic and two 1.1 joule commanded shocks were delivered and shock impedance measurements were normal at 22 ohms. The high rv pacing impedance measurements could not be reproduced and there was no noise noted. Further troubleshooting and programming options were discussed. No additional adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited an alert for a high out of range pace impedance measurement on the right atrial (ra) lead. The healthcare provider (hcp) subsequently noted there were intermittent high pace impedance measurements on the right ventricular (rv) lead as well that date back a year or more and have gotten worse. The ra and rv leads are not boston scientific products. Boston scientific technical services (ts) noted that both lead trends look like classic behavior of a device header spring contact issue. Ts explained fretting and the issue with non-boston scientific leads in a boston scientific device header and indicated this behavior will likely get worse. It was also noted that the rate response trend (rrt) sensor is programmed on and a stored atrial tachycardia response (atr) episode shows noise and oversensing of the sensor on the ra lead. Ts explained that the rrt sensor should be programmed off in order to stop getting these false atr episodes. Ts provided further guidance to the hcp that since they were going to bring the patient into the clinic to program the rrt sensor off, they may also want to check both leads to ensure integrity. Ts noted they will likely get a new alert every time the previous impedance alerts are cleared with a programmed, but they will not get additional alerts until the previous alerts are cleared. Ts indicated they could consider adjusting the pace impedance out of range upper limit to 3000 ohms for now. The products remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements. Engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device exhibited an alert for a high out of range pace impedance measurement on the right atrial (ra) lead. The healthcare provider (hcp) subsequently noted there were intermittent high pace impedance measurements on the right ventricular (rv) lead as well that date back a year or more and have gotten worse. The ra and rv leads are not boston scientific products. Boston scientific technical services (ts) noted that both lead trends look like classic behavior of a device header spring contact issue. Ts explained fretting and the issue with non-boston scientific leads in a boston scientific device header and indicated this behavior will likely get worse. It was also noted that the respiratory rate trend (rrt) sensor is programmed on and a stored atrial tachycardia response (atr) episode shows noise and oversensing of the sensor on the ra lead. Ts explained that the rrt sensor should be programmed off in order to stop getting these false atr episodes. Ts provided further guidance to the hcp that since they were going to bring the patient into the clinic to program the rrt sensor off, they may also want to check both leads to ensure integrity. Ts noted they will likely get a new alert every time the previous impedance alerts are cleared with a programmer, but they will not get additional alerts until the previous alerts are cleared. Ts indicated they could consider adjusting the pace impedance out of range upper limit to 3000 ohms for now. The products remain in-service. No patient symptoms or adverse patient effects were reported.